Event description:
On (B)(6) 2009, patient had orif with hip secondary to fracture r/t fall. A stryker nail was used. Patient fell after discharge. CT scanned done on (B)(6) 2009, showed results below. On (B)(6) 2009, patient taken to operating room for failed left trochanteric prosthesis and revision and repair of new fracture.